Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to aortic insufficiency and aortic aneurysm. The valve was successfully replaced with no adverse patient effect. The valve was returned for laboratory analysis after release from hospital pathology.

Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to aortic insufficiency and aortic anuerysm. The valve was successfully replaced with no adverse patient effect. The valve will be returned for laboratory analysis after release from hospital pathology.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: all leaflets appeared to have been excised. One full leaflet and one partial leaflet attached to a commissure and two leaflet remnants were received for analysis. All leaflets were slightly stiff, but flexible possibly due to blood contact and/or the decontamination process. A large tear through the belly of one leaflet appeared to have occurred during explant. The existing commissure appeared to have been intact prior to explant. A trace of pannus remained attached to the outflow aspect of one excised leaflet section. Radiography showed no evidence of mineralization in the existing leaflets and commissure. Conclusion: a detailed observation could not be assessed due to the receipt condition of the valve. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. Based on the available information and gross analysis results, the clinical observation may have been caused by the reported aortic aneurysm, which is considered a patient condition. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: the product has been returned for analysis; however, product analysis is pending. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: analysis is pending. Once the analysis is complete a follow-up report will be submitted. (B)(4).